Event description:
In late 2008, the pt reported experiencing low blood glucose during the first couple of nights after beginning use of the infusion device. She stated that her blood glucose decreased to 70 mg/dl and she experienced sweating and cramps that would wake her up. She was advised by her physician to decrease her evening basal rates. Her target blood glucose level is 150 mg/dl. She also reported experiencing elevated blood glucose of over 500 mg/ml because she forgot to bolus for a meal. She stated that her blood glucose then returned to normal. Her most recent blood glucose value was 263 mg/dl which she stated is "fine for her." She tested her blood glucose during the report and it measured 100 mg/dl. She stated that she continues to work with her physician to correct her basal rates. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.